Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 350 mg/dl. The customer stated that she was wearing the pump in her sports bra while working on out the treadmill when the button error alarm occurred. Troubleshooting was initiated for the button error alarm but was not completed because the call dropped. The customer service assistant did not get the opportunity to advise the customer of the pump replacement policy; however, a voicemail was left for the number the customer had on file asking the customer to call back for further assistance. No products were shipped or returned.